Event description:
The article, "prison break: extraction of a plug jailed between two mechanical valves", was reviewed. This article presented a case study of a 37-year-old female patient with a history of surgical bioprosthetic aortic valve replacement for severe aortic regurgitation, bioprosthetic mitral valve replacement for rheumatic heart disease, and mechanical and mitral valve replacement after structural degeneration of both valves, and decompensated heart failure. On an unknown date, a 3x14mm amplatzer vascular plug iii was chosen for paravalvular leak (pvl) closure. The device was implanted. A second 5x14mm amplatzer vascular plug iii was implanted. The patient was discharged. At four-month follow-up, the patient presented with acute pulmonary edema treated with IV fursemide. Transesophageal echocardiogram (tee) revealed moderate residual pvl and moderate aortic regurgitation. One of the amplatzer vascular plugs iii had also embolized to the left ventricular outflow tract (lvot) and wedged in between the mechanical valve leaflet. The decision was made for percutaneous retrieval of the device. The device was removed from the patient. A new 16x12mm amplatzer vascular plug ii was implanted. "[The primary author was rima chaddad, department of cardiology, grand hospital de l'est francilien, jossigny, france.]" "[The secondary and corresponding author was maroun sfeir, department of cardiology, institut mutualiste montsouris, paris, france, with corresponding e-mail: maroun.sfeir.md@gmail.com.]".

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: prison break: extraction of a plug jailed between two mechanical valves b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.